Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead pulled back and loss of capture was noted. A surgical intervention was performed. The lead was successfully replaced. Additional information was received that no other allegation was observed. No other adverse patient effects were reported. The lead was out of service and will not be returned.